Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test. The lead is kinked at 8.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's follow-up to the doctor, an x-ray revealed the right atrial (ra) lead had dislodged and was found laying in the patient's atrium. A lead revision procedure took place, and the same lead was re-positioned successfully. However, one hour later, the lead dislodged again. A second lead revision was performed to implant a new lead and explant the dislodged lead. No patient complications have been reported as a result of this event.